Event description:
It was reported that during testing conducted at the manufacturer facility, the device was running when in safe mode. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device was running when in safe mode. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, the power control board (pcb) was found to be damaged which was identified as a probable cause of the reported running when in safe mode.